Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that the patient was not emptying their bladder. The patient stated they got a strong urge to urinate but then could only go a small amount. It was noted that the trial began on (B)(6) 2020. No further complications were reported.